Event description:
The manufacturer became aware of an allegation of sparking and damage occurring to an ac power cord of a continuous positive airway device (CPAP) device. There was no patient harm or injury. The manufacturer received photographs only from the distributor for investigation. The manufacturer does confirm there is evidence of physical damage to the ac cord. During photographic evaluation of the ac power cord, the manufacturer confirmed evidence of exposed ac wires and separation at the ac plug. There was no evidence of thermal damage. The dreamstation user manual states: warning: periodically inspect electrical cords and cables for damage or sign of wear. Discontinue use and replace if damaged. This device meets ul and iec requirements for flammability. The manufacturer concludes that no further action is necessary at this time.